Manufacturer narrative:
The product was returned unused inside the original tray. Visual examination confirmed the insertion kit was not present. The evaluation confirms the reported problem. We are unable to determine when this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that while delivering the intra-aortic balloon (iab) product to hospital, company representative found that parts were missing in the kit. The product was taken back from the hospital and shipped it to warehouse. The product was not used. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that while delivering the intra-aortic balloon (iab) product to hospital, company representative found that parts were missing in the kit. The product was taken back from the hospital and shipped it to warehouse. The product was not used. There was no reported injury to the patient.

Event description:
It was reported that while delivering the intra-aortic balloon (iab) product to hospital, company representative found that parts were missing in the kit. The product was taken back from the hospital and shipped it to warehouse. The product was not used. There was no reported injury to the patient.

Manufacturer narrative:
[From ]- the product was returned unused inside the original tray. Visual examination confirmed the insertion kit was not present. The evaluation confirms the reported problem. We are unable to determine when this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. [To] - the product was returned unused inside the original tray. Visual examination confirmed the insertion kit was not present. The evaluation confirms the reported problem. We are unable to determine when this occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that while delivering the intra-aortic balloon (iab) product to hospital, company representative found that parts were missing in the kit. The product was taken back from the hospital and shipped it to warehouse. The product was not used. There was no reported injury to the patient.